Event description:
Clinical engineering noticed an increase in the number of devices showing signs of chemical attack of the plastic parts. Several incident reports involving pump failure have been received. In several cases, there was a delay in treatment while waiting for replacement equipment. In one case, a syringe pump overinfused as a result of parts failure causing the pump to incorrectly indentify the syringe size. In-house testing of various cleaning agents was conducted. Samples of plastic harvested from equipment housings were cut into strips about 1cm by 5cm and drilled with 1/8" holes to induce stress. Test strips were then immersed in samples of the various cleaning solutions. Plastic samples made of polycarbonate showed an amazingly fast deterioration when exposed to ruhof biocide detergent disinfectant. Cracks began forming in less than two hours. After 24 hours, the plastic was virtually disintegrated. Ruhof biocide also caused cracks in samples of abs plastic after 24 hours. When a piece of equipment gets cleaned, there are many areas such as screw holes and joints in the housing where solution can be drawn in and remain wet for many hours. A single application of the ruhof biocide may be enough to cause mechanical failure.